Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the ventilator's lcd display screen was found to be damaged. The device's lcd display screen was replaced to address the issue.

Event description:
A ventilator was returned to the manufacturer for svc. There was no harm or injury reported.